Event description:
A (B)(6) female pt contacted zoll customer support to report several connect electrode belt messages. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector pins) had been confirmed. Upon eval a pin in the electrode belt's trunk cable connector was bent. The cause for the bent pin cannot be positively identified but was likely the result of excessive force. The root cause of the bent pin was unable to be positively identified, but was likely caused by excessive force as the belt was mated with the monitor. No adverse event occurred due to the bent pin on the electrode belt. The pt received a replacement electrode belt.